Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during preparation for an unspecified procedure the tip of the filterwire fractured. The device damage occurred during preparation and the procedure was completed with another device. There was no patient contact with the device.